Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, underweight, one opening curved on the radius and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the radius due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device was explanted. This record is for the right side.